Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated he was having communication difficulties while trying to interrogate a vns therapy pulse generator. Reporter's serial cable was subsequently returned to manufacturer for product analysis. An analysis was performed on the serial cable, and it was identified that an orange wire in the dell axim plug assembly was disconnected. This anomaly prevented the handheld from successfully sending and receiving data from the wand. Although a root cause for the conductor break is unknown, it may be associated with mis-handling of the serial cable.